Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they've been having a lot of pain at the site of their implant. Patient said that it's causing them a discomfort for a few months. Patient said that they saw their hcp a few months ago during their annual check-up. Patient said that they were advised that the location it's sitting was right on a muscle. Patient said that at that point in time it wasn't uncomfortable or painful. Patient said that now it's painful and it keeps them up at night. Patient said every time they take a step it hurts. Patient said they turned off the therapy on sunday night, but it was still painful. Patient said they sent a message to their hcp, but they were not able to hear back from them. Patient said they call their hcp back today and they spoke to the nurse and was advised to call medtronic to walk the patient through some adjustment in the settings. Patient said they don't think it has something to do with their therapy settings. Patient said they think this is about the placement of the device on the nerve or the muscle or "something" and that it has shifted. Patient said they had no fall or trauma. Patient said the actual pain started on saturday, (B)(6) 2026 and it got continuously worse. Patient also confirmed they didn't lose any weight. Patient said that they don't have any problem with the device the entire time they had it. Patient said they noticed in february of this year, every now a nd then it bothers them, but it was not constant and it wasn't painful. Patient said they can feel the discomfort more than they normally did. Patient said it gotten worse and now it's full of pain. Patient said it got very painful on saturday. Patient said they typically change their therapy settings and their program roughly once every 4 or 5 weeks and nothings different on that. Patient said it wasn't like they change their therapy settings on a friday night and woke up in pain on saturday. Patient confirmed that they don't have any return of symptoms. Patient said the symptoms were consistent, they were the same and haven't changed. Patient said the only thing that change was the pain at the implant site. Agent reviewed and informed the patient to contact their hcp to discuss the issue further for their hcp to check and provide recommendation for them.